Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 device were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During preparation, it was noticed that the bands could not be deployed. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with the third speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 device were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During preparation, it was noticed that the bands could not be deployed. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with the third speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on december 30, 2021. It was reported that these two speedband superview super 7 devices were used in the esophagus. There was no any difficulty experienced upon setting-up the devices.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block b5 (describe event or problem), e1 (initial reporter phone).